Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a medium threshold downstream occlusion test failed at 4.63 and 4.51 pounds per square inch (psi). The pump did not restart after occlusion was cleared. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'medium threshold downstream occlusion test failed at 4.63 and 4.51 psi' which was reproduced. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be an out of calibrated specification force sensor. The force sensor no-tube calibration was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out o specification in relation to the customer reported 'pump does not restart after occlusion is cleared' which was not reproduced. A review of the event history log identified the multiple presence of 'downstream occlusion!' Alarms. Each 'downstream occlusion!' Alarm had 'pump run-auto-restart' message followed except for few other occurrences where the pump is powered off almost immediately after the detection of the 'downstream occlusion!' Before the auto-restart could happen and the occlusion cleared, and there were also other incidents when the set was reloaded with manually inserting the clamp and opening the pump door shortly after the detection of the 'downstream occlusion!' Occurred before the auto-restart could happen. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.